Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 358 mg/dl about an hour after a usual lunch announcement while using the ilet system, despite confirming typical carbohydrate intake and no medications known to elevate glucose; troubleshooting focused on a potential infusion set or tubing/cannula issue, and the user was advised to replace the 23-inch infusion set. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with plans for follow-up. Investigation included user interview and directed product troubleshooting. Investigation of this case revealed that the cause of the high glucose was unclear, with a possible infusion set or delivery pathway issue considered but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.